Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the charged coupled device failure was cause due to water flooding through a hole on cable. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of completely blurry image was not confirmed. The device inspection found the following reportable evaluation: a complete loss of image function with noise was observed due to imaging component failure, and the penetration of moisture causing the charged couple device (ccd) sensor failure as a result of leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head had completely blurry image. The issue was found during preparation for use, however, the intended procedure was unknown. There were no reports of patient injury or harm.